Manufacturer narrative:
E1: (B)(6) gastrointestinal clinic. Due to the nature of the reportable event (foreign material found), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to clogging of nozzle, air supply volume did not meet standard value. Due to clogging of nozzle, water supply volume did not meet the standard volume. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Bending tube was deformed. Adhesive on bending section cover had a chip. Light guide lens had discoloration. Plastic distal end cover had a scratch. Connecting tube had a scratch. Scope connector cover unit had a scratch. Forceps elevator lever had a scratch. Forceps elevator knob had a scratch. Right/left knob had a scratch. Up/down knob had a scratch. Forceps channel port was shaved. Scope cover had a scratch. Suction connector had a scratch. Universal cord had a scratch. Grip had a scratch. Control unit had discoloration. Control unit had a scratch. Adhesive on bending section cover had a chip. Bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had defecting air and water supply. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.